Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns hp handheld computer was not holding a charge despite being plugged in between uses. The hp handheld computer and flashcard are currently in product analysis.